Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the distal tip of the scope rubber offbronchovideoscope was chipped. There was no patient involvement.

Event description:
The distal tip of the cysto-nephro videoscope was chipped.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Corrected field: b5 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the alleged failure, distal tip of the scope rubber is chipped off due to a crack in the bending section cover glue. The most probable cause of this complaint is cause traced to component failure expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.